Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-mar-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s medical history included degenerative disc disease and new pain on right buttock and foot. It was reported the patient stated her back pain suddenly returned about 1 year ago, then gradually worsened about 3-4 days ago. The patient also stated she has new pain on right buttock and foot. The healthcare provider (hcp) tried other methods to relieve pain and referred patient to specialists, in order to make sure other causes are eliminated. Hcp confirmed with x-ray that patient has a lead migration when compared to original implant x-ray. Impedance check showed good impedances. A lead revision was recommended and scheduled; however, the case was canceled due to long wait for anesthesia availability. The patient was reprogrammed and was receiving improved coverage from prior settings. The patient confirmed left back, right buttock and right foot coverage. No further complications were reported/anticipated.